Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported he could only charge his device to three out of four and could never charge to full. The patient reported that after that he could only charge his device when he stands and cannot move. The patient reported that now they could not turn this implantable neurostimulator (ins) on. The patient reported no error message seen on the recharger or the patient programmer. No patient symptoms were reported. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.